Event description:
It was reported that varying pace impedances have been seen on the right atrial (ra) lead from another manufacturer. Pace impedances measured from about 500 to almost 1100 ohms. Noise was observed, that looked choppy. A split pacing configuration was suggested, for this pacemaker. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.